Event description:
While the ortho surgeon was smoothing out the bony surface with this disposable surgical blade -#1- when it stopped functioning. Surgeon and operating room tech inspected the blade and found that the blade would not rotate properly.